Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).

Event description:
It was reported that there was high impedance. It was noted that the value was > ¿100,000¿ ohms. The impedance was later listed as >10,000 ohms. The electrode specified with the issue was 0. It was further noted that stimulation or therapy issues included a loss of stimulation/therapeutic effect and a shocking or jolting sensation. Symptoms or complications associated with the event included a burning sensation and less than 50% therapy relief at the lead location. It was noted that ¿ons¿ stimulation had no more efficacy and the patient would use drug therapy. It was noted that the event occurred during normal use. The ins and lead product status was implanted and remains in service. It was unknown if the cause of issue was determined or resolved or if diagnostic testing or troubleshooting occurred. The patient¿s status was alive with no injury. It was noted that the implantable neurostimulator (ins) was off and the healthcare professional (hcp) would plan a revision. It was further reported that the impedance was tested at 0.7v. It was noted that all lead combinations that included electrode 0 were >10,000 ohms. It was also noted that all combinations that included electrode 1 were all >6000 ohms. All of the other impedance values listed were within a normal range. The implantable neurostimulator (ins) status was okay. It was also noted that under ins status next to battery ¿[////]=¿ was listed. Typical coupling was eight bars and the typical interval was 7.3 days. It was noted that cycling was off and targetmystim was off. The soft start/stop was setting at four seconds. It was noted that stimulation was off. The patient had two programs and one group. Program a1 was 2-,3+,4- and program a2 was 2-, 3+. Additional information received reported that the hcp had not yet set a date for the revision. It was noted that ¿it was not known at the moment, not even indicatively, when it will be done.¿ it was noted that the patient was receiving drug therapy. It was further noted that the ins remained off and the patient was instructed to keep the ins charged.